Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced with two leads to address the issue. Effective stimulation was established.

Manufacturer narrative:
Date of event is estimated. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with high impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.